Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) level of 20 mg/dl; cause was unknown, however, customer indicated low bg levels have been ongoing since prior to using the pump or supplies. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.